Event description:
The customer reported via phone call that the insulin pump had an error alarm and was squirting out insulin during manual priming. The customer also reported that the insulin pump had black dot visible on the diaplay. Most recent blood glucose level at the time of the phone call was 289 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to perform basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.